Event description:
It was reported that there was a problem with the o2 gas module and that it had to be replaced. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). Ref. Exemption #: e2018003. (B)(4). The ventilator was investigated on site and the o2 gas module was replaced and returned for investigation. The o2 gas module regulates the inspiratory o2 gas flow to the patient. The reported problem was not reproduced during test of the returned o2 gas module in a reference ventilator. No deviation during pre-use check and no alarms were generated during ventilation, nor any deviation during tests in the production test system. No device logs have been received. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation.

Event description:
(B)(4).